Manufacturer narrative:
D10 concomitant products: lf1937 - jaw lap lf1937 ligasure maryland 37cm, lot# 42110223x vlls10gen - vlls10gen ls series vessel sealing gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had no seal (no evidence of energy delivery and end tones heard). There was no bleeding occurred. The device was connected to the generator and was replaced by another device, and it worked fine. There was no patient injury.